Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe pin when pushed in during their pd treatment. There were no alarm or warning prior to the leak. The patient did not believe it was supplies issue; the patient believes the cycler is causing the cassette to do this. The patient noted that when the cassette door was opened the cassette was full of fluid where it is usually empty at this step of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe pin when pushed in during their pd treatment. There were no alarm or warning prior to the leak. The patient did not believe it was supplies issue; the patient believes the cycler is causing the cassette to do this. The patient noted that when the cassette door was opened the cassette was full of fluid where it is usually empty at this step of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction provided in h4.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe pin when pushed in during their pd treatment. There were no alarm or warning prior to the leak. The patient did not believe it was supplies issue; the patient believes the cycler is causing the cassette to do this. The patient noted that when the cassette door was opened the cassette was full of fluid where it is usually empty at this step of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.